Manufacturer narrative:
(B)(6). Results: a sample was not returned for evaluation. Functional testing of 10 retained samples was completed and did not confirm the reported defect. It is unclear as to when or how the damage occurred to the broken tube. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5196233. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a 4.5 ml bd vacutainer® citratetube, 13 x 75mm tube broke when pushed onto the stopper needle. No serious injury or medical intervention reported.